Event description:
The patient reported that her device was not working. She was still getting up 4-5 times a night. She was going to the bathroom more often since implant (B)(6) 2016. She also had pain at the incision site. She was not feeling stimulation and it was noted to be off. Stimulation was turned on and increased from 1.2 volts to 2.8 volts. This was uncomfortable and it was decreased to 2.3 volts. It was comfortable but was felt in the hip. Going more often and the device not working began on the day of implant, the pain at the incision site began the day after, as did the lack of stimulation. The overstimulation and feeling it in the hip occurred the day of this report. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.